Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres after few seconds. The device was removed without any problem. The procedure was completed with another of the same device. No complications were reported.